Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced an elevated glucose level and replaced the infusion site, rotating to a new location, which resolved the issue. Upon site change, a kinked cannula was identified, which may have resulted in an occlusion. There was patient involvement; however, no harm was reported.